Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was undersensing during a vf. The patient was successfully defibrillated. The device was reprogrammed. The patient was fine.